Event description:
Distributor reported issues with a customer's device related to difficulties with the wake button, which was no longer functioning properly. There was no reported adverse impact to customer's blood glucose level. The customer attempted to resolve the issue by connecting the pump to a usb cable, which did turn the pump on, but pressing the wake button did not turn off the screen. Technical support determined the wake-up button to be defective and arranged the return and replacement of the pump. No additional information regarding customer outcomes was provided.